Manufacturer narrative:
Testing and investigation found that the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and was noted in the device history. Further testing found that the device fan was rotating too slowly to cool the device. The probable cause was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No add'l info was provided.